Manufacturer narrative:
Follow-up contact with surgeon indicated revision surgery to remove the devices was performed in 2008. To date that is all the information we received. It has been reported the devices will be returned, but at this point, it does not appear they will be returned within 30 days as required by the regulation. Depuy mitek is in the processing of gathering more information about the event and will file a follow-up report when the device is returned for evaluation.

Event description:
A depuy mitek marketing employee is reporting a surgeon told him a patient who had an acl procedure returned with swelling and pain 7 months post-op. A milagro interference screw was used on the tibial side. A rigidflex crosspin was also used in the procedure.